Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive failure and leakage at the site on (B)(6) 2026 due to stress on the infusion set tubing. The infusion set had been in use for three days. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.